Manufacturer narrative:
MDR is being reported outside of the 30-day time frame, because this was initially evaluated as not reportable, but later review of this complaint resulted in a determination that the event is reportable.

Event description:
A physician reported that her patient began experiencing severe pain within the first week after an essure micro-insert implantation procedure. A CT scan revealed nothing remarkable. The physician indicated that she performed tests to rule out potential sources of patient's pain - it is unknown what tests were performed, and the results of the tests. The micro-inserts were eventually removed during a laparoscopy. The patient's physician stated that 1 micro-insert was removed from the normal deployed position, while the other was removed from the bowel area; physician stated that this micro-insert broke into pieces during removal, and she believes that she retrieved all the pieces. Several attempts were made to contact the physician and the physician's office manager, with no success.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.